Event description:
When the iab was removed from the tray, the balloon became unwrapped. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 09/28/1998. Pt's current status: unk - reported 09/28/1998.